Event description:
After IV induction, the attending physician left the room leaving a staff resident on the case. The attending physician returned to the or due to a problem ventilating the pt. O2 saturation had dropped to the teens. Interim mouth to tube ventilation was provided by the attending physician. The pt was successfully resaturated. The reported problem was found to be a disconnect of the inspiratory limb.